Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead was unable to be fixed after multiple attempts. The low voltage lead was not used and was replaced on (B)(6) 2025. The patient was discharged following the procedure.

Manufacturer narrative:
Further information was requested but not received.